Manufacturer narrative:
The suspect product is the active strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of 399 mg/dl and 100 mg/dl, on the active system (meter, strip lot 22938560 with expiration date 08/31/2008). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing was performed on the system, l1 was in range, but l2 was out of range high. Technical support requested the return of the suspect product and replacement product was shipped.